Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient heard an alarm. On (B)(6) 2018, the pump alarmed once an hour. On (B)(6) 2018, the pump alarmed every 20 minutes. It was noted that the patient had a refill scheduled for friday, (B)(6) 2018. The patient planned to follow up with their healthcare provider. No patient symptoms were reported. "On 20-mar-2018 additional information was received from the healthcare provider who reported that the patient¿s pump alarm was the patient was at alarm date." The healthcare provider reported that there was snow storm at his refill date which closed the center. The actions and interventions taken to resolve the pump alarm was the pump was filled. No further complications were reported.